Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: two images were reviewed. The first image is pre-revision and is a picture of an x-ray printed on paper. This images will not be submitted for further assessment due to the quality of the image as it will not allow for an accurate assessment. The second image is post-operative and submission will not enhance the investigation. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: unk stem cat#ni lot#ni, unk head cat#ni lot#ni. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 02538. 0001822565 - 2023 - 02539.

Event description:
It was reported that a patient underwent a revision procedure due to a failed anatomical shoulder. Attempts have been made and additional information on the reported event is unavailable at this time.